Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one of the switches/buttons is jammed. The compact air drive was sent in for evaluation and repair. This report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: a service history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue product investigation summary was conducted. The report indicates that the device has been serviced and functional testing has been performed in accordance with service manual 511.701. The additional information gathered does not alter the original assessment made during the initial evaluation of the complaint reportability. During the pre-repair diagnostic assessment, the service technician identified the following failure code: bexd_reverse locking mechanism blocked. Since the service technician states that the failure is based on normal wear and the performed shr gives no indication of contradicting information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.